Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the time did not advance on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. No frozen screen noted. Time advances properly. We were unable to perform the self -test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had a cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched and cracked display window.